Event description:
It was reported this was an arteriotomy closure of the calcified common femoral artery using the pre-close technique via an 8fr sheath hole prior to an impella procedure. The sutures of two proglide devices were successfully pre-placed. The sheath was upsized to a 14fr sheath and the procedure was completed. After removal of the impella device, the sutures of the two proglide devices were tightened, but hemostasis was not achieved. Two additional proglide devices were used, but hemostasis was still not achieved. A fifth proglide device was attempted, but did not deploy. The lever was closed completely and an attempt to remove the device was difficult. Some force was required to remove the device and once removed, it was noted that the foot was not retracted completely and the black part of the guide was separated, but held together by the actuator wire. Manual arterial compression was applied for one hour to achieve hemostasis. There was no reported adverse patient sequela. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was returned for analysis. The reported break was confirmed. The difficult to remove, failure to fire, and difficult to open or close could not be replicated in a testing environment as it was based on operational circumstances. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history revealed no other similar incidents. Reportedly, there was resistance when the proglide was being removed from the anatomy. It should be noted that the electronic perclose proglide instructions for use, states: do not advance or withdraw the perclose proglide suture mediated closure (smc) device against resistance until the cause of that resistance has been determined. Excessive force used to advance or torque the perclose proglide smc device should be avoided, as this may lead to significant vessel damage and / or breakage of the device, which may necessitate intervention and / or surgical removal of the device and vessel repair. It is unlikely the IFU violation contributed to the reported difficulties other than the guide separation. The reported difficulty and subsequent treatment appear to be related to an interaction with patient anatomy or inability to maintain position/stability, and/or maintain correct angle of insertion of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.